Event description:
It was reported that the colonovideoscope had no image on the screen. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, reportable malfunction was identified during the device evaluation: there was a b30 scope communication error. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.